Manufacturer narrative:
The complainant reported [?]within days of the application of liquiband dressing to a total knee arthroplasty incision on (B)(6) 2024, I experienced severe, painful, allergic skin reaction, with low grade fever, redness, vesicular rash, (as in a chemical burn) with a raised rash then extending to my legs, abdomen and back. The severity necessitated early removal of the dressing, oral and topical steroids, and extended use of pain medications. All the skin exposed to the gauze dressing and accompanying adhesive sloughed off. The uploaded photo was taken just prior to the removal of the dressing. I did not report to the manufacturer as the only avenue on the website seemed designed as a contact method for potential purchasers.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form of oral and topical steroids and extended use of pain medications to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.

Event description:
The complainant reported 'within days of the application of liquiband dressing to a total knee arthroplasty incision on (B)(6) 2024, I experienced severe, painful, allergic skin reaction, with low grade fever, redness, vesicular rash, (as in a chemical burn) with a raised rash then extending to my legs, abdomen and back. The severity necessitated early removal of the dressing, oral and topical steroids, and extended use of pain medications. All the skin exposed to the gauze dressing and accompanying adhesive sloughed off. The uploaded photo was taken just prior to the removal of the dressing. I did not report to the manufacturer as the only avenue on the website seemed designed as a contact method for potential purchasers.'